Event description:
It was reported to philips that the device failed the shock test. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the shock test. It was reported that the device was in use at the time of the alleged malfunction, however no adverse event was reported.